Event description:
The customer reported that the images produced were of very poor quality. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable and the bnc connectors on the workstation were replaced. The system was tested and found to be working as intended and put back into service.